Event description:
New information received notes this patient received a cardiomems (cardio micro-electro- mechanical system) implant on 15 mar 2024 with successful calibration and physiologic readings. It was noted on 18 mar 2024 three-day post implant, that sensor readings could not be obtained from the cardiomems implant. Trouble shooting was performed with a request for additional imaging to confirm the cardiomems sensor placement. Right ventricular waveforms were observed during the reading. The sensor was confirmed during radiology to have migrated from the left pulmonary artery (pa) to the right ventricle (rv) via fluoroscopy. The site planned to leave the sensor in place. On 14 jun 2024 the patient's pacemaker leads were noted to be failing, and this was believed to be related to the cardiomems. According to the physician, the right ventricular (rv) lead was picking up inappropriate ectopy. The site believed the cardiomems sensor was laying on the rv lead. The site was considered extraction. On 18 jun 2024 an attempt to remove the cardiomems sensor was performed but was unsuccessful. The physician elected to abort the removal of the sensor and no issues or harm to the patient were reported. The site reported no adverse consequences related to lead failure and were deliberating right ventricular ICD lead replacement.

Manufacturer narrative:
Related manufacturer report #: 3004936110-2024-00418 on cardiomems hf sensor delivery system.

Event description:
New information received notes there was no complaint on the rest of the implantable cardioverter defibrillator (ICD) system just on the right ventricular (rv) lead due to its proximity to the cardiomems sensor that had migrated into the right ventricle. The rest of the system worked well. The sensor and ICD system remained implanted. No programming changes were made because the noise on the rv lead was intermittent and infrequent. The patient experienced no side effects, the physician therefore opted for no intervention, just close monitoring. The patient was stable.

Event description:
New information received notes the patient received an inappropriate shock due to oversensing noise on the right ventricular (rv) lead. The qrs complexes were wide and double counting on the discrimination channel. The patient was not in good condition for a right ventricular (rv) lead revision, so the physician was to consider programming changes to prevent the shocks when the rv lead noise re-appeared.

Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing (nsrvo) alerts were delivered due to the right ventricular (rv) lead oversensing noise. No changes or intervention was reported. There were no patient consequences.